Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16248. It was reported that a day after the implant procedure, rv lead dislodgement was observed. It was unable to remove the lead from the device header. The device and lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported inability to loosen the rv set screw was confirmed in the laboratory. Final analysis found composition of epoxy in the connector block threads that may be traced back to a manufacturing anomaly. This material caused the set screw to be stuck in place and unable to be untightened by the wrenches.